Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call they were hospitalized due to high blood glucose on unknown date. The blood glucose was 618 mg/dl. Customer stated that old insulin pump had giving too much insulin. The device will not be returned for analysis.